Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, there were blue pixels. The user lowered the laser power and let off the foot pedal once the blue pixels were witnessed. It was noted that the physician performed a biopsy prior to the ablation procedure. There were no further patient complications reported in relation to this event.